Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, g3, h2, h6, h11. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image appeared noisy during setup/inspection prior to clinical use. There was no patient involvement.